Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was loose. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that we have two filter tubings that have been damaged and caused leaks. One was because the channel came loose and fell from the pole so I¿m not sure if that was attributed to the quality of the tubing. Medication used kadcyla disconnected at the top part of drip chamber that leaked/separation.

Manufacturer narrative:
Batch#: 24095230, 24085255. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.